Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for filter limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for venous insufficiency. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The filter strut was missed and lodged in the cardiac muscle of the ventricle. The device and the detached strut were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and nine months later, filter removal procedure was performed. A 3-inch long, 18-gauge introducer needle was used to cannulate the internal jugular without any difficulty. A j- was then inserted through the needle into the jugular vein, into the superior vena cava through the filter. The wire was then passed by the side of the apex down into the left iliac vein. The needle was then removed. The guide wire was then advanced under fluoroscopic vision. After made a 3 mm incision, a 10 cm long introducer sheath and dilator was inserted over the guide wire without any difficulty into the internal jugular vein. A 5-french pigtail catheter was passed over the wire, passed through the filter. The guide wire was removed. A cavogram showed no thrombus. It was noted that an arm was missed and lodged in the cardiac muscle of the ventricle. Another arm was dislocated and trapped transversely in the apex of the filter. An amplatz wire was passed through the pigtail catheter into the left iliac vein. The pigtail catheter was removed. The short sheath was removed. The skin entry site was dilated with sequential dilator up to a 10-french size. A long dilator and sheath were inserted over the amplatz guide wire up to 4 cm proximal to the filter apex. The dilator was removed. The retrieval cone basket apparatus was passed over the amplatz guide wire and through the sheath under fluoroscopy vision. The cone basket retrieval apparatus was passed beyond the sheath and over the apex of the filter. The sheath was pushed over the cone basket. An anteroposterior and lateral x-ray view confirmed the apex was successfully grasped. The cone basket apparatus with filter was then pulled into the sheath. The filter easily released its legs out of the vena cava and into the sheath. The loose arm caught in the apex also was removed. The cone basket apparatus and filter were removed entirely out of the sheath. The legs of the filter were all intact. Only one of the arms was missed. The cavogram showed no extravasation of contrast. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for venous insufficiency. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The filter strut was missed and lodged in the cardiac muscle of the ventricle. The device and the detached strut were removed percutaneously. The current status of the patient is unknown.